Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the plastic wrap on the outside of many of the global unite anatomic bodies was very inconsistent and looked very sloppy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the packaging components associated with this reported event were not returned for evaluation. No photographic images were provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.